Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: dtbb1d1 crt-d, implanted: (B)(6) 2016. (B)(4).

Event description:
It was reported that a superior vena cava (svc) coil impedance alert was triggered for the svc coil of the right ventricular (rv) lead after the coil's impedance had increased. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.